Manufacturer narrative:
(B)(4). D-10: unknown endobon grafts, lot unknown unknown endobon grafts, lot unknown the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Clinician reported serious concerns regarding the graft material. The product has been associated with multiple surgical site infections in patients, which have resulted in a total loss of the associated graft, need for further surgery and greatly extended treatment time. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. However, all devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.